Event description:
The patient reported they were having trouble with their implantable cardioverter defibrillator (ICD) and that they were experiencing shortness of breath and had to be hospitalized for two days. The patient further reported having to be externally shocked for atrial fibrillation (af) while in the hospital but the af continues to return. Follow up was conducted with the patient¿s physician and normal device function was noted. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2003; 4196, implantable pacing lead, (B)(6) 2012. (B)(4).